Event description:
A center director reported a case of dry eye syndrome, observed in the patient's left eye 2 days post lasik. Patient reported vision is good. Reporter indicated that punctual plugs were inserted. Upon follow up, the reporter indicted the dryness had resolved. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).